Event description:
Customer reported a missed anti-k on the galileo using the 2 cell screen assay on a patient sample.

Manufacturer narrative:
The 2_cell screen testing was performed with customer's returned patient sample using returned and retention capture-r ready screen (crrs) I and ii, lot x286. These lots were used by the customer at the time of the event. . The submitted sample was nonreactive in all testing. Hemagglutination tube testing was performed with customer's returned patients sample (previously identified anti-k) using retention panoscreen I, ii, and iii, lot 20442. Immuadd, lot 7n5515, was used as potentiator and testing was performed. The sample exhibited weak reactivity (w+, r, and w+) with k+ cells ii and iii at rt, 37c, and iat phases, respectively, and was nonreactive with k- cell I in all testing. Reactivity of the k antigen was confirmed on returned and retention crrs (I and ii), lot x286. A DHR review was performed on capture-r extend I, lot dp035, also used by the customer at the time of the event, to confirm the reactivity of the k antigen at the time of release. Results indicated the product performed as expected at time of release.